Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a drainage procedure in the bile duct of a patient (event date, patient age, sex, and weight are unknown). During the procedure, as the pullwire was retracted for stent deployment, resistance was met and the guide catheter broke and the stent did not deploy. The procedure was successfully completed with another rapid exchange biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a drainage procedure in the bile duct of a patient (event date, patient age, sex, and weight are unknown). During the procedure, as the pullwire was retracted for stent deployment, resistance was met and the guide catheter broke and the stent did not deploy. The procedure was successfully completed with another rapid exchange biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
Visual examination of the returned device confirmed that guide catheter had separated. It was also noted that the push catheter was broken and bent. A review of the device history record (DHR) revealed no issues. It is likely that the device was damaged during attempts to deploy the stent; however, a definitive root cause of the damage, and of the reported deployment difficulties, could not be determined.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.